Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device remains implanted. Healthcare professional later reported baker grade ii. This event is now considered non-serious, severity 2 and not reportable.

Manufacturer narrative:
Continued phone number e1: (B)(6), continued fax number e1: (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, capsular contracture, baker grade unknown. To unknown side. Device remains implanted.